Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm mega suturecut needle driver instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega suturecut needle driver instrument be returned for failure analysis investigation. However, the product has not yet been received as of the date of this report.

Event description:
It was reported that during a da vinci-assisted ventral hernia repair surgical procedure, the mega suturecut needle driver was found to have a broken wire. The procedure was completed as planned with no reported injury. On 09/17/2024, received notification made by the hospital to the italian ministry of health. Per new information, patient age was updated to 70 years. Additional information per the notification: on (B)(6) 2024 during a robotic abdominal hernia repair while suturing the metallic wire on the tip of the instrument broke. Procedure completed with a backup instrument of a different kind (ref. 471006). Consequences: delay of surgical procedure for the replacement of the instrument with a back-up one in order to complete the procedure.